Event description:
This patient was screened prior to an MRI study to determine the presence of any surgical implants. Screening that took place consisted of a phone call to her floor nurse at her "assisted" living home. The personnel conducting the screening procedure wrote "no" to all surgeries. Upon the patient's arrival, the patient was asked to review her screening form and sign the bottom making any necessary changes to her form. The patient signed the form, once again indicating there were no surgical implants. Two technologists assisted getting this patient into the room, as she was partially disabled, and walking was a labored event. Neither technologist could recall whether they asked the patient specifically if she had any brain surgery. Her brain MRI was commenced according to her physicians order, utilizing a g.e. Signa hdx 3-tesla magnet and an 8 channel nv array coil. Upon viewing the initial images, the technologist noted metal suppression artifact in the brain. The scan was aborted. A tech looked into computer files on the patient and indeed determined that there was a history of aneurysm repair in the patient's past. The medical director was notified immediately. The patient was removed from the magnet very slowly and without allowing movement of her head. The table was removed from the static magnetic field, and the patient then sat up. Upon inquiry, the patient stated she felt fine. The radiologist immediately ordered a CT scan to rule out any bleeding. This report was negative for hemorrhage. In the meantime, a request for a surgical registry and op notes were requested. Another call to the assisted living home revealed that indeed the patient did have prior brain surgery to repair an aneurysm. Due to the fact that the MRI safety of what appeared to be -4- aneurysm clips in this patient's brain could not be determined, this patient was not a good candidate for an MRI procedure. The patient's physician was notified via phone by the medical director here. The operative notes were non specific as to the model of clips used. Dates of use: 2008 -- 2009. Diagnosis or reason for use: MRI imaging for diagnostic purposes.